Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratches on lcd window, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there were cracks around the reservoir compartment. It was also reported that the insulin pump stopped delivering insulin when the infusion set was replaced. The customer also mentioned the keypad was not responding. The customer's blood glucose was 3 mmol/l. The customer agreed to return the insulin pump for analysis.